Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The retraction problem, difficult to remove cannot be confirmed. The difficult to open or close was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case the analysis indicates the lever was closed while the plunger was pressed into the handle. This would cause the retraction problem, and with the needles in the foot the difficult to open and close leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: reportedly, the footplate was partially retracted and resistance was noted during retraction of the device. The suture was intentionally cut to remove the device from the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after depressing the plunger and deploying the suture, the plunger could not be removed during step 3. The footplate was fully retracted and the lever returned to the original position and the device was removed from the anatomy. The sutures of two new prostyle device was successfully pre-placed. The sheath was upsized to a 16f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.